Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "patient was in severe pain with the breasts which resulted in them doubling in size. The patient has since discovered that the implants have ruptured and corrective surgery is required. Patient reported can not rest left arm by the side due to the pain in the breasts." Left side. Device was explanted.